Manufacturer narrative:
Sharps product packaging facility, located at (B)(4) does not allow for contaminants in product packaging areas. Containers are wrapped in plastic from the supplier, until they reach the product packaging area. Containers are then inspected for an absorbent pad, and to make sure there are no contaminants immediately prior to being placed into a 4 mil plastic bag and then into corrugate packaging. Packaged product is palletized and moved to a finished good location until needed for shipping. Product packaging is supervised by a line leader and numerous line workers. At no point following product packaging is the 4 mil plastic bag opened until reaching the customer or distributor. At no point in the product packaging process is there a potential for contaminants to be placed into sharps containers. Sharps does not treat used containers/systems at their product packaging facility.

Event description:
On (B)(6) 2014 the individual purchased a sharps needle complete system from (B)(6). The individual claims the container was used and full of needles. The individual also claims the container opening was disguised with paper, over the deposit entrance and as a result the individual was stuck with a needle. The incident was reported to sharps compliance on 3/6/2015.